Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they had air bubble anomaly on the reservoir. The blood glucose at the time of the incident was unknown. The customer called in asking if her reservoirs were part of a recall and was informed they were not. The customer went on to say she has been experiencing multiple air bubble while sleeping or laying down. The customer stated that her insulin is at room temperature. The customer declined troubleshooting, because she knew how to prime them out.